Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced motor error, no delivery and high blood glucose level of 417 mg/dl. Customer also reported possible occlusion on infusion set. The customer had symptoms of being sick to the stomach and treated with manual injection. Customer's blood glucose value was 417 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Did not perform high pressure test due to no tubing clamp available. Motor error was resolved thru troubleshooting. Troubleshooting on infusion set for possible occlusion was performed as well and customer to receive a new infusion set for the customer to try. Customer was advised to change the infusion set and reservoir. The insulin pump was not returned for analysis.